Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint 900mr026 reusable infant breathing circuit caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A distributor in (B)(6) reported that their reusable circuits started showing small holes with air leaks and also some parts of them presented stretched out areas. These circuits were used for some time and were sterilized. In this reported event, one complaint 900mr026 reusable infant breathing circuit apparently presented stretched areas and did not pass the ventilator leak test. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint 900mr026 reusable circuit, as part of the 900mr782 reusable infant breathing circuit kit, was not returned to fisher & paykel healthcare (B)(4) for investigation. A photograph of the complaint circuit was provided by the customer. Therefore, our investigation is based on the information provided by the customer, the investigation of the provided photograph, previous similar investigations and our knowledge of the product. Results: the customer reported that the tubing on the 900mr026 reusable circuit showed small holes and was leaking and some parts of the circuit were stretched out. The customer further noted that the used sterilization process is "sterrad nx, 60°c, 45-50min, with hydrogen peroxide". The sterrad process uses greater than 50% hydrogen peroxide solution at temperatures of about 55°c to achieve sterilisation. Visual inspection of the provided photograph revealed that the circuit was stretched. Conclusion: we are unable to determine what may have caused the damage noted on the 900mr026 reusable circuit. However, based on the photograph provided, it is possible that the subject breathing circuit has been stretched. It is also likely that the use of a sterrad disinfection process, which is not listed as a recommended disinfection method in the user instruction, and the extended time the breathing circuit was inside the autoclave have contributed to the reported damage. All reusable infant breathing circuits are leak tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported faults occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr782 reusable infant breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Inspect circuit components for damage before reassembly. Clean all circuit components before use and after each patient use using approved disinfection methods only. Additionally, the user instructions that accompany the 900mr782 reusable infant breathing circuit describe the approved disinfection methods: approved disinfection methods: autoclave 132°c (270°f) @ 220 kpa (32 psi) for 4 minutes. Autoclave 121°c (250°f) @ 96 kpa (14.1 psi) for 30 minutes. Ethylene oxide: 55°c (131°f).

Event description:
A distributor in (B)(6) reported that their reusable circuits started showing small holes with air leaks and also some parts of them presented stretched out areas. These circuits were used for some time and were sterilized. In this reported event, one complaint 900mr026 reusable infant breathing circuit apparently presented stretched areas and did not pass the ventilator leak test. This was found before use on a patient.